Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced 4 infusion set fell off event on 11-jun-2024. The infusion set was in use for 1-2 days. The glucose level was 200 mg/dl.. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13933 - device 3 of 4